Event description:
Per the service technician the device overheated. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the service technician the device overheated. Additional information has been requested from the user facility.